Manufacturer narrative:
Patient identifier not provided (cmp-(B)(4)). Patient weight not provided. Device product code not available; unknown product. Lot number not provided. Device manufacture date unknown.

Event description:
Customer reported that an unknown screw fractured and part of it was stuck in the (B)(4) implant. The doctor was unable to remove the broken screw so he removed the implant as well.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with a fractured restorative component that included an unknown screw. The implant shows large signs of wear about the threads, collar, and internal drive feature. The internal drive feature could not be inspected, as the fractured components were too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined.